Event description:
It was reported that the pt underwent spinal surgery (levels unk) with instrumentation. Reportedly fusion had occurred. Sometimes post-op the pt experienced discomfort. There was no report of infection but testing was not performed. The pt underwent revision surgery due to discomfort. The hardware was partially removed. No further details were provided.

Manufacturer narrative:
(B) (4). With the available info a cause or contributing factor cannot be identified.